Manufacturer narrative:
(B)(4). D10: cat# 650-1158 lot# 3234896 delta cer fem hd 28/0mm t1. Cat# 11-301300 lot# 67093184 arcos con sz a std 50mm. Visual examination of the provided pictures identified explanted devices, bio-debris present. However, these cannot be used to confirm the reported event. Devices not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 5 weeks later due to dislocation. During the revision, the distal screw was engaged however the proximal body was loose and able to rotate. The proximal body, head and liner were revised to a longer construct. It was reported that no further information is available.